Manufacturer narrative:
As reported, the tamp tube of a 5f mynxgrip vascular closure device (vcd) and a 6f/7f mynxgrip vascular closure device (vcd) got stuck and closure failed. There was no reported patient injury. Additional information was requested but not provided. The 5f mynxgrip device was not returned for analysis. A product history record (phr) review of lot f2522703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-failure to deploy-advancer tube¿ could not be observed as the devices were not returned for analysis. The exact cause of the failure to deploy events reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural/handling factors are possible, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr reviews, nor the information available for review suggests that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tamp tube of a 5f mynxgrip vascular closure device (vcd) and a 6/7f mynxgrip vascular closure device (vcd) got stuck and closure failed. There was no reported patient injury. The device is not being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2522703 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.